Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Customer's blood glucose (bg) level was 107 mg/dl. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.